Event description:
Same case as: 2134265-2014-08269, 2134265-2014-08450. It was reported that automatic pullback failure occurred. It was noted that the motor drive unit (mdu) of an ilab ultrasound imaging system was not pulling back. The lcd display was normal. The mdu was then changed with a different mdu and then it worked fine. No patient involvement was reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).